Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that in bd pyxis¿ es server, there was medication dosage difference between pyxis and scm. The customer stated that the malfunction occurred when the user tried to issue medication to the patient and user managed to remove the meds from another station. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that in bd pyxis¿ es server, there was medication dosage difference between pyxis and scm. The customer stated that the malfunction occurred when the user tried to issue medication to the patient and user managed to remove the meds from another station. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there had been a medication dosage difference between pyxis and scm. A technical support specialist had confirmed with the customer that this type of behavior was expected in pyxis, but the emar had served as a safety net. The system functioned as intended after the technical support specialist investigated the issue.